Event description:
It was reported that a watchdog error code and check clutch error occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition, with no signs of external damage. There was evidence of the error recorded in the event history log. The reported problem however was not duplicated at power up. The investigation was: 1- unable to determine failure error, found no damage to speaker and 2- customer induced check clutch error by pressing plunger lever and extending plunger head during infusion. For corrective action: 1 replaced speaker as a preventative measure and 2- replaced lead screw, clutch spring and both clutch halves as a preventative measure. The root cause was traced to user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).